Manufacturer narrative:
(B)(4). Hospital biomed reported having replaced the air dryer filter/muffler and vent passed all testing.

Event description:
Customer reported that compressor air dryer blew out while an 840 vent was in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.